Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm on the left channel. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and functional testing were performed with no issues noted. An alarm log review was performed and showed no evidence of the reported alarm. A service history review was performed and revealed no issues that could have caused or contributed to the reported alarm. The reported condition was unable to be verified. Should additional relevant information become available, a follow up report will be submitted.